Manufacturer narrative:
Evaluation summary: the returned broach impactor has one of the jaws fractured off from the base. The knurled section of the instrument shows impaction marks on the anterior side and media/lateral side indicating that the device was impacted off-center or at an angle causing additional bending moment and the jaw fractured due to overload. Improper use of device appears to be the cause of the problem. To address the issue of jaw fracture, a field communication was released in january 2008, for proper extraction technique of the broach impactor. Evaluation: device history records indicate device manufactured to specification.

Event description:
It is reported that during surgery, the connector bit broke off. Exact surgery date is not known.